Event description:
Customer called to report that the insulin pump alarmed no delivery during priming. Customer stated that it is impossible to move the piston. Customer stated that the refill process is very difficult. Product is being returned and replaced.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.